Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, the optic was torn necessitating explantation of the lens. The lens was explanted and exchanged during the original surgery session without further incident and without injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was retained and returned for evaluation. The injector was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that one of the movable flaps were partly open, and the plunger was fully retracted. Viscoelastic residue was also observed in the loading bay and in the nozzle. To facilitate further inspection of the returned product, the injector was disassembled. The injector parts were inspected under 10x magnification. No damage observed to any part of the device. The lens was returned dehydrated in the blister tray, on inspection the optic was observed to be torn, as reported. To facilitate further testing of the injector, the injector was re-assembled with a new plunger and 1x rayner aspheric rao600c from rayner's stock (as the condition of the orignal returned lens prevented any testing from being performed) was loaded and injected as per the IFU. Ophteisbio3.0% was used for this test injection. Injection was not successful, with resistance experienced during injection, the lens became jammed in nozzle. A toluidine blue 0.5% dye test was performed on the nozzle which identified irregular/incomplete coating within the nozzle. The irregular/incomplete coating could be an artefact of the original lens injection and the subsequent failure of the test injection performed. The cause of the event cannot be established from the product inspection performed. Our review of production records for the rayone trifocal rao603f batch 093224415 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated incident. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 093224415.

Event description:
On 17th april 2024, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that immediately following implantation into the eye the iol optic was found to be torn necessitating explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation, the lens optic was observed to be torn. The rayone trifocal rao603f iol was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the IFU. The device has been retained and rayner is awaiting its return for evaluation. The rayone preloaded iol injection use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone trifocal rao603f batch 093224415 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 093224415.

Event description:
On 17th april 2024, rayner received notification from a healthcare faciltiy in india of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that immediately following implantation into the eye the iol optic was found to be torn, necessitating explantation and exchange.